Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg). No device malfunctions suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: event date the same as the date the manufacturer became aware of the event.